Event description:
Customer reported via phone call that they were hospitalized with high blood glucose; customer had nausea and vomiting. Customer reported experiencing high blood glucose for about a month. Customer was wearing the insulin pump at the time of the hospitalization and the infusion set was changed 18 hours prior to the event. Blood glucose value at the time of admission was 820 mg/dl; current value is 130 mg/dl. The customer was in the intensive care unit and was being transferred to a regular room and was being treated with insulin drip. During troubleshoot; it was stated the drive support cap is recessed. The customer did not feel that there were any leaks and the reservoir was empty. Customer declined to check for possible site/insulin issues and to check their settings. Customer did not feel safe wearing the insulin pump and requested a replacement.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.